Event description:
It was reported that following stent implantation in a heavily calcified lad, a dissection was noted at the distal end of the stent. An attempt was made to treat the dissection, but a stent delivery system could not cross the newly implanted stent.